Event description:
Report received of the pump failing to detect proximal occlusion on channel a during preventative maintenance testing. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.